Event description:
A malfunction was reported due to cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by performing a pump reset with guidance from technical support and successfully started a sensor session afterward.